Manufacturer narrative:
Additional information was received: the diameter of the iliac was not measured. The right cia was 11.7 mm - 12.9 mm - 10.6 mm with some calcification noted. The right eia was 8.6 mm - 9 mm - 8.3 mm. An 18f dry seal shealth was used separate to the valiant device for touch up. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 45mm diameter thoracic aortic aneurysm. The diameter just below the common carotid artery was 39mm and the diameter just below the left subclavian artery 39mm. It was reported during the index procedure during the advancement of the stent graft system through the guidewire the device failed to advance to just below the left common carotid artery due to the tortuosity of proximal region and blood vessel. The device was advanced near to the target position however the stent graft cover had no response as the physician rotated the handle to withdraw the graft cover even though the handle was turning around. The graft cover was noted to be considerably deformed due to the tortuous anatomy. The physician suspected the difficulty may have been be due to the deformed graft cover and decided to remove the device to prevent the possibility of vascular injury. The procedure was completed using another sized additional device. As per the physician, the cause of the event was due to the patient¿s anatomy. No additional clinical sequalae were reported and patient is fine.

Manufacturer narrative:
Device evaluation summary the device returned with the deployed graft. Multiple kinks were observed along the length of the graft cover. Scratches were visible along the taper tip. If information is provided in the future, a supplemental report will be issued.